Event description:
Healthcare professional reports discrepant result on protime microcoagulation system. Protime generated inr result 5.6. Lab generated inr result 3.0. Patient treated based on lab result. Patient's therapeutic range: 2.0-3.0. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). The cuvette lot number was not provided. Method: actual device evaluated. Process evaluation performed. No related ncmrs, complaint trends or CAPA identified. Result: no failure detected. Conclusion: unable to confirm complaint. No failure detected, device operated within specification. Itc has requested all data required for form 3500a.